Event description:
The patient's demographics were unknown. The procedure was tumor embolization, but the target lesion was unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. During the delivery of transit 2 (B)(4) between eca (external carotid artery) to mma (middle meningeal artery) over 0.016" guidewire (gt wire, terumo), resistance/friction was felt with the guidewire and difficult to advance the device any further. The transis2 was removed together with the guidewire as one unit from the patient without difficulty. Another product (excelsior 1080, lot unk) was used with the same guidewire, and the procedure was completed successfully without any other problem. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
All the products were new. Prior and after removal from the package, the products were not damaged. All the products were prep per IFU. No damages were noticed on the microcatheter. A constant flush was maintained at all times through all the systems. During insertion, both products were lubricated with saline. After removal, other than the reported event, no other damages were noticed on the microcatheter or guidewire. No further information was available. Additional information will be submitted within 30 days of receipt.